Event description:
It was repored that the new biopsy holster was being used and the control module displayed "operation suspended, probe damaged". It was decided to stop the procedure at this point. The probe was disposed of, so it will not be returned for analysis. The patient biopsy procedure was rescheduled.

Manufacturer narrative:
Information not provided.